Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the front panel display of the insufflator had disappeared due to defective cr (printed circuit board) board. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no front panel display issue was determined to be the result of a faulty front panel circuit board. Olympus will continue to monitor field performance for this device.